Manufacturer narrative:
Related mfrs # 2916596-2021-03918, 2916596-2021-03905, and 2916596-2021-03904. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for salmonella bacteremia infection on (B)(6) 2019, and patient was discharged on (B)(6) 2019. Course was complicated by hypoxic respiratory failure requiring brief intubation. Infectious disease was consulted and he was discharged on 14 days course of oral cefixime which was completed on (B)(6) 2019.

Event description:
It was reported that the patient presented to the emergency room for the second time in one week with symptoms of fever, chills, and feeling tired. The patient was admitted on (B)(6) 2019 with tenderness around their driveline with a course notable for gram-negative rod bacteremia secondary to salmonella speciation. There was no clear source of infection. Computed tomography (CT) showed no fluid collection surrounding the driveline, but did show cardiomegaly and evidence of old healed granulomatous disease. The patient was given ceftriaxone while inpatient. The patient was transferred to the intensive care unit (ICU) on (B)(6) 2019 and became tachypneic requiring reintubation. The patient was hypotensive and received 700ml of crystalloid. Additionally, on (B)(6) 2019, the patient had spo2 91% to 92% on oxygen mask an chest x-ray showed pulmonary venous congestion. He was then extubated to 4l of nasal cannula later the same day. A computer tomography (CT) scan did not show a clear explanation for hypoxia. The patient was transferred out of the ICU on (B)(6) 2019. The patient had no further recurrence of hypoxia and is on room air. The site stated that the reported events were not device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (infection and respiratory failure) as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number: (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number: (B)(6), until they expired on (B)(6) 2020 (MFR#: 2916596-2020-03993). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 02mar2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook is currently available. Section 1 entitled ¿introduction¿ lists infection and respiratory failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the hmii lvas IFU as well as in the "caring for the driveline exit site" section under "living with your heartmate ii". No further information was provided. The manufacturer is closing the file on this event.